Event description:
It was reported that the procedure was to treat lesions located in the moderately tortuous, moderately calcified, 90% stenosed circumflex artery and the moderately calcified, 90% stenosed right coronary artery. Predilatation was performed prior to stenting. It was reported that balloon deflation and overall system withdrawal of the xpedition stent delivery system (sds) was somewhat worse than that of the non-abbott comparison device. The xpedition sds is reported to have a less smooth balloon withdrawal after stent deployment, meaning that the balloon appears to be more bulky upon withdrawal through the 5fr guiding catheter. Balloon inflations on both devices were 16 atmospheres for 20 seconds, and 18 atmospheres for 20 seconds. Complete balloon deflation was verified prior to removal of the balloons. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience xpedition 3.0 x 28 mm mentioned is being filed under a separate manufacturer report number. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. Xience xpedition is currently not commercially available in the u.s. The product code listed is based on the predicate device (xience prime) and is therefore similar to a device sold in the u.s.